Manufacturer narrative:
The reported issue that "pump was not allowing flow and kept an air bubble in line" issue was not confirmed. Zyno medical received the device evaluation result from the service provider on 02/07/2019. The affected pump was evaluated on 01/23/2019 and was found to have the flow rate accuracy deviation of -8.01%, which was outside of the +/-5% specification; this is not related to the reported issue. The root cause of the reported issue might be an user error that the upstream end of the tubing was unintendedly clamped. Besides, the air-in-line sensor is disabled during priming by design, thus allowing the device operator to prime and flush the tubing. The air-in-line alarm system functions as intended. The pump was recalibrated and tested to meet full specifications on 01/24/2019.

Event description:
A distributor reported an unknown flow rate issue to zyno medical on (B)(4) 2019. The distributor received an email from the initial reporter on (B)(6) 2019, stating that the affected pump was not allowing flow and kept an air bubble in line. The distributor made several attempts to contact the initial reporter on (B)(4) 2019 to obtain more information regarding the date of event, patient information, medication being infused, and the operator of the device but received no response. On (B)(4) 2019, zyno medical received an email from the distributor stating: "the issue was found during the priming process. The patient was never connected to the tubing. The patient was not harmed. No information about the patient is available. No information about the medication is available. During priming, the nurse saw multiple bubbles in the line that were big enough for her to not want to infuse. The air-in-line alarm did not go off. The tubing used was b2-70072."